Event description:
Reportable based on device analysis completed on 08jun2026. It was reported that ballon failed to inflate. The target lesion was located in the calcified superficial femoral artery. A 6.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. During inflation, the balloon was not fully expanded. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a pinhole in the balloon.

Manufacturer narrative:
Investigation results: device technical analysis upon receipt at our post market quality assurance laboratory, the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 21mm from the tip. No other issues were identified during the product analysis. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.